Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was feeling more pain in their left foot and less coverage following a fall. Impedances were checked and were within normal limits, and it was noted that the coverage was similar to before the fall but the pain was overriding the stimulation, especially at night. The patient's managing physician thought that the patient's disease was progressing, which was complicating their pain. The rep reprogrammed the ins to cover more of the right foot and the patient said it felt better. No further complications were reported.